Manufacturer narrative:
The balloon appears to have torn off the catheter tip, between the windings and the spring tip has been stretched slightly. The latex is missing between the windings and was not returned.

Event description:
Balloon ruptured by normal force during use.